Event description:
It was reported the procedure was to treat a perforation in the moderately calcified left anterior descending artery. A 2.80x16mm rx graftmaster stent delivery system (sds) was advanced however failed to cross the lesion due to the anatomy. Despite attempting to cross with a guide extension catheter, it still failed to cross. The perforation was treated with a non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure, as it is likely the device interacted with the moderately calcified, heavily tortuous, 90% stenosed lesion during advancement, resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.